Event description:
Meter name: ot surestep. Strip name: surestep. Meter code: 9. Strip code: 9. Strip storage: unknown, but in good condition. Symptoms: dizzy spells. A pt reported they were obtaining inaccurately low readings. Their meter allegedly was inaccurately low. The result on their meter was 31 mg/dl. The result on the doctor's meter was 326 mg/dl. The time difference between pt's meter and doctor's meter was greater than 30 minutes. No treatment. No further info has been reported.